Event description:
It was reported that multiple episodes of noise reversion were observed. The patient was asymptomatic. The noise was easily reproducible by shaking the patient's shoulder. Decreased p-waves were observed. The physician attempted to cap the lead, but the vein was occluded. A couple days later, the lead was explanted and replaced. There were no complications and the patient presented stable after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 35.5-35.7 cm from the distal tip, consistent with lead friction to the ICD. This is consistent with the observation from the field of noise and sensing.